Manufacturer narrative:
Additional information received on (B)(6) 2016 from the initial reporter and includes: the revision was completed successfully on (B)(6) 2016 in the morning. On 19 august 2016 the medical affairs performed a clinical evaluation and commented as follows: loosening of a well-implanted tka at four years. According to report, an infection is suspected but no confirmation is available yet. From the supplied radiographs, no other cause for loosening can be deduced. No reason to think that a faulty device originated the problem.

Manufacturer narrative:
Additional information received on 13 july 2016 and includes: the revision surgery is planned on (B)(6) 2016. On (B)(6) 2016, all components were explanted and cement spacer was implanted (two step revision). The infection is not confirmed yet, pathogen unknown. Additional information received on 20 july 2016 and includes: the revision surgery was postponed to (B)(6) 2016 because of the crp and the quick (blood value). Additional information received on 21 july 2016 and includes: the revision surgery was again postponed to (B)(6) 2016, but there was for sure no infection. No pathogen was found. The crp is still high because of an infection in the bladder caused by the catheter, that is why the surgeon do not operate (B)(6) 2016. Batch review performed on 20 july 2016. (B)(4).

Event description:
Revision surgery required due to tibial loosening, possible infection.

Manufacturer narrative:
This follow-up report is being submitted to amend the previously reported clinical evaluation. The medical affairs director updated his comment as follows: loosening of a well-implanted tka at four years. According to report, an infection was suspected but not confirmed. From the supplied radiographs, no other cause for loosening can be deduced. The patient is frankly overweight and a bladder infection was diagnosed. The tibial implant looks, in the pre-revision x-ray, slightly undersized and some anterior notching is visible at femoral level, but we cannot say if either of these factors contributed to the poor outcome. However, to date we have no reason to think that a faulty device originated the problem.